Event description:
The customer reports that the triggering mechanism was not working, and the clips were not forming correctly. No pt injury or intervention reported.

Manufacturer narrative:
The device product and lot # is not available. The investigation results are not available at the time of this report.